Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A risk manager reported a patient underwent lasik sixteen years ago at another provider. Previous records did not note any specifics of the devices used. The patient had a flap lift and refractive enhancement in the left eye for monovision for near vision. At the three week post-operative visit, the patient had epithelial ingrowth in the left eye. The flap was lifted and ingrowth was removed. Issue was noted to be resolved.

Manufacturer narrative:
The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).